Event description:
The customer reported the system generated fluoroscopy x-ray without command. There was no incidence of an injury or death associated with this event. This occured with a patient involvement and therefore may have resulted in accidental radiation occurence.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.